Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Lateral locking screws (3,5mm) broke out off the bone. Revision surgery 8 weeks after implantation.

Event description:
Lateral locking screws (3,5mm) broke out off the bone. Revision surgery 8 weeks after implantation.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.